Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been "fainting alot" and state their implantable pulse generator (ipg) isn't working. The ipg remains in use. No further patient complications have been reported as a result of this event.